Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was too large causing discomfort. The patient underwent a procedure wherein the ipg was replaced with a rechargeable device. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.